Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable device had a monitoring voltage of 2.81 volts and charge time of 10 seconds four months ago. One month ago the monitoring voltage was 2.68 volts and charge time was 15.6 seconds. This increase in charge time was unexpected by the customer. Continued monitoring will be implemented. No adverse patient effects reported.